Manufacturer narrative:
Unit was evaluated and covidien's field service engineer identified traces of water condensation in the exhalation valve.

Event description:
It was reported that during patient ventilation a "severe occlusion" alarm appeared on ventilator. The patient was removed from ventilator at this time and bagged until a replacement ventilator could be brought in. A new ventilator was placed on the patient without incident. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).